Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector did not work on tissue to coagulate. The valley lab generator setting was at 25 watts. A replacement device was used to complete the procedure. There was no pt complication reported by the hosp.